Event description:
The complaint was received through a direct call from the customer to the emergency support program requesting assistance for a gas loss alarm set to off message. She reported the pump had previously provided gas loss alarms prior to the call, and she wanted to ensure the gas loss alarm was turned back on. She had troubleshot the gas loss alarm by fixing a catheter restriction and pressing the iab fill key. This resolved the gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) medical center. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had the gas loss alarms set to off. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the pump had previously provided gas loss alarms prior to the call and wanted to ensure the gas loss alarm was turned back on. The gas loss alarm was troubleshot by fixing a catheter restriction and pressing the iab fill key. Personnel provided instructions on how to turn the gas loss alarm back on. Once the customer followed the instructions the "gas loss alarm set to off" message disappeared. Personnel provided direct contact information to the customer should they need any additional troubleshooting assistance.

Manufacturer narrative:
Due to character limit in e1. Full event site name: (B)(6) medical center. Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d9,e1, h6 (investigation finding).